Event description:
It was reported that a 2.5x33mm xience prime stent implant was successfully deployed to treat a lesion in the right coronary artery (rca) with no reported device or procedure issues. The 3.5x15mm xience prime stent implant was successfully deployed to treat a moderately calcified lesion in the moderately tortuous distal left anterior descending (lad) coronary artery. However, a vessel dissection was noted, which was treated with deployment of a 3.5x28mm xience prime stent implant. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The reported patient effect of dissection, as listed in the xience prime everolimus eluting coronary stent system instructions for use (IFU) is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.